Event description:
Account has a bed that the hilow is drifting. There were no reported injuries.

Manufacturer narrative:
Account was told that he would need to clean the brake. Account said that he cleaned the hilow brake to resolve the issue with his bed.